Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that they had experienced a power loss on their insulin pump. The customer's blood glucose level was unknown at the time of the incident. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The device powered up properly after battery installation. The device was received with operating currents within specifications. The device passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected power loss alarms noted during testing or found at the downloaded pump history. Power management tool confirmed the unloaded voltage and loaded voltage are within specification. The device was received with serial number label fading, cracked select button keypad overlay, keypad overlay texture damage and minor scratches on lcd window.